Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") and thyroid function test abnormal ("thyroid/ thyroid level was high") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thyroid function test abnormal (seriousness criterion hospitalization), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), rash ("breakouts/ rashes"), weight decreased ("weight loss"), gastritis ("gastritis") and alopecia ("hair loss"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgical removal of coil(s)) and surgery (thyroid surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, thyroid function test abnormal, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract infection, migraine, headache, rash, weight decreased, gastritis and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, gastritis, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, thyroid function test abnormal, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received. Reporter's information was updated. Events added: abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), thyroid, uti, migraines, headaches, rashes or skin conditions type: breakouts, weight loss, gastritis, hair loss. Concomitant condition and lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") and thyroid function test abnormal ("thyroid/ thyroid level was high") in an adult female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), rash ("breakouts/ rashes"), gastritis ("gastritis") and alopecia ("hair loss") and was found to have thyroid function test abnormal (seriousness criterion hospitalization) and weight decreased ("weight loss"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgical removal of coil(s) and thyroid surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, thyroid function test abnormal, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract infection, migraine, headache, rash, weight decreased, gastritis and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, gastritis, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, thyroid function test abnormal, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion. Pathology test - in (B)(6) 2015: surgical pathology: procedure: laparoscopic salpingectomy and removal of essure coils. Essure coils. Consists of two metallic medical devices. The first is tightly coiled and measures 0.4 cm in length x 0.1 cm in diameter. The second is uncoiled and measures 5.9 cm in length x less than 0.1 cm in diameter. Specimen for gross examination only. Diagnosis: essure coils. Bilateral fallopian tubes: complete cross section of bilateral benign fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality-safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping "). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.